Event description:
It was reported that during a procedure, resistance was allegedly met while advancing the guidewire . It was further reported that it was impossible to insert the guide wire further nor retract it. Upon removal, the guidewire was found to be ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one hemostar, one introducer needle, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator, one dilator, one dualator dilator, two luer caps, and one tunneler were returned for evaluation. Gross visual, microscopic visual and dimensional evaluations were performed. Although the sample was returned for evaluation, one electronic photo was provided for review. The distal guidewire tip and the distal weld tip reflected evidence of scratching. The investigation is confirmed for the reported fracture issue and the identified stretched issue, as the inner core wire was protruding the coils of the guidewire and the outer coils of the guidewire appeared to be unraveling from the core wire. The investigation is inconclusive for the reported failure to advance and difficult to remove issues, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2021), g3. H11: h6(device, method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2021). Device pending return.

Event description:
It was reported that during a procedure, resistance was allegedly met while advancing the guidewire. It was further reported that it was impossible to insert the guide wire further nor retract it. Upon removal, the guidewire was found to be ruptured. The procedure was completed using another device. There was no reported patient injury.